Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's next of kin that the customer got hospitalized due to high blood glucose in mid (B)(6) 2017 with blood glucose of 400 mg/dl at the time of the incident. The customer may not have told their step mother that he was running high as he sometimes did. The next of kin did not mention how the customer was treated. The customer experienced symptoms such as being weak. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed. The customer later passed away while off the pump of a brain tumor. The insulin pump will not be returned for analysis.